Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she is not feeling well and will call back at a later time to troubleshoot. The customer contacted troubleshooting a few months ago regarding bent cannulas and customer was advised on proper insertion sites and technique. Customer's blood glucose was unknown at the time of incident. No further information was provided.